Manufacturer narrative:
Available evidence indicates the device remains implanted but not in use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Review of the episode showed oversensing of artifacts and a baseline shift. The device was programmed in the secondary vector at the time. Technical services discussed the artifacts were not consistent with movement or myopotential noise and recommended troubleshooting to evaluate the electrode for impairment. X-rays were recommended to check the electrode body and the electrode to device connection. No adverse patient effects were reported. The device and electrode remain implanted and in service. The field representative confirmed that noise was reproduced with isometrics in the primary and secondary vectors. A new screening was planned; the physician was considering an invasive investigation to check for a connection issue or loose setscrew, or replacing the s-ICD system with a transvenous ICD. It was later reported that the s-ICD was deactivated and a new transvenous system was implanted on (B)(6) 2020. A review of the patient's file found no record of an explant procedure. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Review of the episode showed oversensing of artifacts and a baseline shift. The device was programmed in the secondary vector at the time. Technical services discussed the artifacts were not consistent with movement or myopotential noise and recommended troubleshooting to evaluate the electrode for impairment. X-rays were recommended to check the electrode body and the electrode to device connection. No adverse patient effects were reported. The device and electrode remain implanted and in service. The field representative confirmed that noise was reproduced with isometrics in the primary and secondary vectors. A new screening was planned; the physician was considering an invasive investigation to check for a connection issue or loose setscrew, or replacing the s-ICD system with a transvenous ICD. It was later reported that the s-ICD was deactivated and a new transvenous system was implanted on (B)(6) 2020. A review of the patient's file found no record of an explant procedure. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted in (B)(6) 2021. The device and electrode were expected to be returned for laboratory analysis.

Manufacturer narrative:
Available evidence indicates the device remains implanted but not in use. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported noise, oversensing, and inappropriate shock therapy.